Event description:
The dialysis unit reported an event where there was insufficient power connection. The wires of the power cable (attached plug cee type) of the nipro surdial x machine were found loose while the power cable was plugged into the electrical supply socket. These wires are normally fixed in the connector. There was no patient contact but the issue could result in an electrical shock. Serial number of the machine is unknown at this moment. Machine(s) were installed in (B)(6) 2021 and have approximately 500 running hours. The affected cable was replaced.